Manufacturer narrative:
(B)(4). D10-medical product unknown compress mini transverse pin unknown compress mini anchor plug unknown compress mini spindle unknown compress mini compression nut no product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a surgeon reported implant fracture and implant loosening. Attempts to obtain additional information have been made; however, no more information is available.